Manufacturer narrative:
Terumo has not received the actual device for investigation. Terumo plans on submitting a f/u report when the investigation is completed and more info becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery the oxygenator was not oxygenating, resulting in the pt becoming acidotic. The product was not changed out and the surgery was completed successfully.